Event description:
It was reported to resolve that a patient required a revision surgery after three screws fractured and began backing out of a coda anterior cervical plate system. The locking tabs on the plate also broke. The screw fracture/backout was discovered during a routine follow-up and there was no report of patient pain or other symptoms.